Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier issue occurred when the surgeon attempted to clamp on the vessel or tissue bundle. The issue was not related to unsuccessful clip application or clip opening after clip closure. There was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier (mlca) instrument was analyzed and failure analysis investigation replicated/confirmed the customer reported complaint. The clip applier failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium large clip applier (mlca) instrument movement was not smooth during clipping. The customer used a backup mlca instrument to continue. The procedure was completed with no reported injury.